Manufacturer narrative:
This event is no longer reportable as the device is functioning as expected and there was no true loss of capture.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) recommended further evaluation of the lead and referred the patient to cardiology or electrophysiology (ep). No adverse patient effects were reported. This rv lead remains in service. Additional information from the field indicates there was no loc, with what was observed was that the right ventricular automatic threshold (rvat) test failed while it was performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) recommended further evaluation of the lead and referred the patient to cardiology or electrophysiology (ep). No adverse patient effects were reported. This rv lead remains in service.